Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:3006705815-2023-07248. During a procedure for lead implant, physician did not feel the placement was adequate and had both the leads removed and the procedure was abandoned. No complication and patient in stable condition.